Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 6.4 and 4.2, lat inr: 4.0. The inratio result of 6.4 was obtained; therefore, nurse retested pt on the other hand. Test was performed within 5 minutes and the result was 4.2. Lab was drawn within 10 minutes which the result was 4.0. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 6.4, 4.2, reference: 4.0, mean: 4.87, confidence limits: 2.6 -, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 6.4, 4.2, mean: 5.3, sd: 1.56, %cv: 29.35, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. In-house therapeutic donor testing has been performed on reported lot 276744 on (B)(6) 2012. Results as follows: donor 1 - inratio: 2.9, 3.1, 3.2, reference: 2.64, bias threshold: 1.64 - 4.64, %cv: 4.98. Donor 2 - 4.4, 4.1, 4.1, 4.08, 3.08 - 5.08, 4.12. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Results from retain strip testing on in-house meters met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), corrective action is not required at this time.